Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, inappropriate therapy due to oversensing when the device would begin hv charging. Patient will be monitored.